Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
A male patient of unknown age had a segmental resection of the right lower jaw. At post operative day 9, the physician had cleaned and replaced the melker catheter leaving the neck tape loose. When the nurse visited to the patient's room, she found unintended decannulation. The catheter came off when the patient was coughing, because the neck tape was loosely placed. There was no adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). Event evaluation - during the course of the investigation, a review of the complaint history, quality control, specifications, and instructions for use (IFU) of the product was conducted. The complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The IFU provided with the set provides instructions as to the placement of the trach tape on the airway catheter. Based on the information provided the root cause has been determined to be user technique. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required.

Event description:
A male patient of unknown age had a segmental resection of the right lower jaw. At post operative day 9, the physician had cleaned and replaced the melker catheter leaving the neck tape loose. When the nurse visited to the patient's room, she found unintended decannulation. The catheter came off when the patient was coughing, because the neck tape was loosely placed. There was no adverse effect to the patient reported.